Event description:
The customer reported a clear fluid leak of approximately 5ml from the probe of a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/08/2015 and found a leak from the peristaltic tubing at the probe wipe. The fse replaced the defective peristaltic tubing, which resolved the leak and also replaced the diluent filters to optimize the instrument performance. The instrument ran without any leaks and all the repairs were verified per established service procedures. (B)(4).